Event description:
Physician reported in vivo kinking resulting in a twist. Physician claims that this incident could have damaged the artery; however no patient injury was reported. Device will be returned for investigation. Based on the evaluation of the device the decision of reportability has been made to report this event. (B)(4).

Manufacturer narrative:
The actual device was returned for evaluation. Based on the evaluation it has been determined to report this event. Actual device used in case was evaluated. Visual examination performed. The actual device used in the case was returned and evaluated. Visual examination of the returned guide catheter revealed that the shaft is severely kinked and torqued throughout the length of the device. The damage indicates excessive torquing was applied to the shaft, exceeding the design expectation. A review of the device history record did not detect any issues in the manufacturing process. The event has been confirmed for torsional twisted beyond design expectation. The analysis is complete as of today (B)(4) 2011.